Manufacturer narrative:
(B)(4). Concomitant medical products: series-a thin 3-peg patella, catalog #: 184786, lot #: 602750, biomet I-beam tibial tray, catalog #: 141225, lot #: j5134327, vanguard anterior stabilized bearing, catalog #: 189104, lot #: 587950. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the surgeon unknowingly implanted a right femoral component instead of a left femoral component. The patient began subluxating directly after the initial implantation and was revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The root cause for the reported event is determined as user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.